Manufacturer narrative:
Correction: this is a duplicate report - refer to h10 for the correct MDR that contains all of the relevant information.

Event description:
During evaluation of a returned spectrum pump, the device had a system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had a system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be downstream thermistor was out of specification. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.